Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis.

Event description:
The consumer alleges that she had engorgement and used the pump in accordance to the delivery nurse. She started using the pump by adjusting it slowly and increasing the speed. The dark part of the nipple swelled up, started hurting and then eventually bled. The nipples were inflamed afterwards.

Event description:
The consumer alleges that she had engorgement and used the pump in accordance to the delivery nurse. She started using the pump by adjusting it slowly and increasing the speed. The dark part of the nipple swelled up, started hurting and then eventually bled. The nipples were inflamed afterwards.

Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis. New information: the device was tested and it conforms to the product specifications; no failure detected. (B)(6) 2019: included information for field d4 and updated fields g4 and h03.

Manufacturer narrative:
The device has been designed according to safety standards and is safe to use when used according to the dfu. The device has been requested from the consumer for analysis. New information: the device was tested and it conforms to the product specifications; no failure detected.

Event description:
The consumer alleges that she had engorgement and used the pump in accordance to the delivery nurse. She started using the pump by adjusting it slowly and increasing the speed. The dark part of the nipple swelled up, started hurting and then eventually bled. The nipples were inflamed afterwards.